Event description:
Following stenting of the right renal artery, the shaft of the stent delivery system (sds) broke in two pieces, when being withdrawn through the guidecatheter, in the sheath. The patient is a female patient. The rate of stenosis is unknown. The product was properly inspected and prepped prior to use, and no anomalies were seen. The physician made access to the patient from the right femoral artery. There was no difficulty accessing the lesion with the guidewire or advancing the sds to the lesion. The stent was placed in the lesion in the renal artery and dilated. The physician deflated the balloon, retracted the balloon to the proximal end of the stent and post-dilated. The stent was successfully placed in the lesion. When withdrawing the sds, there was a resistance with the tip guidecatheter and the balloon. The physician used extra force to pull the balloon through the guidecatheter, but was unsuccessful. When both devices were withdrawn out of the sheath, the shaft of the sds broke in two pieces at the distal end, in the sheath. The whole system was removed in its entirety, from the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.